Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material left in the device was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at auxiliary channel, interference with brush / treatment device, scraped marks and kinked, objective lens cement glues peeling off, light guide lens cement glues peeling off. In addition, the scope was inspected using an olympus borescope to verify the condition of the suction and biopsy channels. The borescope was inserted into the biopsy channel port. Once inserted, a kink was found on the channel wall. The borescope was then inserted further in and deep scrape mark on the channel was noticed. The borescope was removed from the biopsy channel and reinserted into the suction cylinder to inspect the suction channel. Upon entry, there were no signs of any abnormalities or physical damage throughout. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, it was difficult to remove contaminants from suction cylinders. It was reported that there was resistance when the cleaning brush went down the suction port during reprocessing. There was no report of patient harm or user injury associated with this event.